Event description:
Postoperative diagnosis: patient had a primary tka. Patient developed infection and an I&d and poly exchange was performed.

Manufacturer narrative:
The following other device was also listed in this report: triathlon p/a cr beaded #5l; cat# 5517-f-501; lot# ektcm. Tritanium plate triathlon s5; cat# 5536-b-500; lot# ctd4985. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Further information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional inspections were not performed as the product was not returned. Medical records received and evaluation: a review by a clinical consultant was not performed as records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Postopertive diagnosis: patient had a primary tka. Patient developed infection and an I&d and poly exchange was performed.